Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent button response due to corroded keypad traces. The following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm during bolus. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 102 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.